Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. Upon inspection, the battery pack was found to have a damaged connector. The battery connector pin 4 was bent. Once the battery connector was replaced, the battery was fully functional. The root cause of the bent pin cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
During the investigation of battery (B)(4) for an unrelated complaint, a reportable product problem was discovered. It was found that the battery connector pin 4 was bent. The pt was provided with a replacement battery pack.